Manufacturer narrative:
The device was returned to olympus for inspection. Corrected field b5: the burn inside the channel was inadvertently reported in the previous report, the potential that this issue could cause or contribute to a death or serious injury were it to recur is unlikely. A root cause could not be identified. Based on the results of the investigation, the cause of the reportable issue found during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white residue in the air/water channel. There was no patient involvement.

Event description:
It was reported that the colonovideoscope has a burn inside channel. The issue was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.